Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and that the insulin pump did not alarm. The customer's blood glucose reading was 500 mg/dl. Customer performed the self-test and the displacement test which both passed. However, after performing manual prime, the insulin pump alarmed compromised force sensor system error. The drive support cap was sticking out. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.